Event description:
An international distributor reported their customer's AED would not power on, but it powered on with a spare battery. They reported this did not occur during patient use.

Manufacturer narrative:
The customer reported that their AED will not power on. The maintenance activity was not reported. Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. As a follow up with the customer, the proper maintenance of this device was reviewed.